Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. Same patient as 6000089-2006-00923 & 6000089-2006-00924. It was reported that 7 days after a coronary artery drug eluting stenting procedure, the patient experienced a stent thrombosis (st), myocardial infarction (mi), target vessel reintervention (tvr) and 24 days later expired. Lesion 1 was located in the proximal left anterior descending (prox lad) artery. The physician treated the lesion with direct stent placement of a taxus express2 8.8% 2.5x24mm drug eluting stent in the target lesion. Lesion 2 was located in the mid left anterior descending (mid lad) artery. The physician attempted to place a taxus express2 2.5x12mm drug eluting stent in the target lesion, but was unable to cross the lesion. Lesion 3 was located in the proximal right coronary artery (prox rca). The physician placed a taxus express2 study stent 2.75x28mm in the target lesion. It was initially reported that this device was not implant. Further information indicated that it was place. At 7 days after the initial procedure the patient experienced a st, mi and tvr. In the opinion of the physician the relationship of the st, mi and tvr was probably related to the taxus stents. The patient was discharged. At 24 days after the initial procedure, the patient expired. There was no autopsy and in the opinion of the physician, the cause of death was sudden death at home during the night and possibly related to the taxus stents.